Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-3200-0021 synergy console is having an issue with the light source overheating. When unplugging the gray 3.5mm cables from the light source they are getting too hot and burning to the touch. A light guide while using this console fell during a case and burned patients face. The same light cords that were tested in this console do not get nearly as hot when tested with another console.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.